Event description:
It was reported that during implant attempt, there was a kink in the distal portion of the lead. There were positioning and fixation difficulties during this event. The lead was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found all conductors distorted and blood in/on the helix/lobe mechanism. Damaged at implant.